Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacturing representative that they were not getting coverage in their target areas. The patient mentioned that they were getting most of the stimulation in their stomach and ribs. The patient also stated soreness at their implantable neurostimulator (ins) battery implant site. The patient reported a fall that occurred approximately 3 weeks ago prior to the report, which is when they noticed the change in stimulation location and soreness at their battery site. It was noted that impedance tests were ran, and all were within appropriate ranges. Reprogramming was also attempted, but the manufacturing representative could not get stimulation out of the patient's ribs and stomach. The patient's nurse advised the patient to get an x-ray done and to make a follow up appointment. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.